Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used outlook pump IV set, without packaging, was received for evaluation. The set was subjected to occlusion and air pressure (leakage) tests according to specification with acceptable results. There were no leakages observed from any location on the set. In addition, the cassette portion of the set was loaded and unloaded five consecutive times into an outlook pump without difficulty. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There is no information available to suggest that the corneal abrasion sustained by the nurse was a direct result of the chemo exposure or the nss used by the nurse to flush the cornea. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports during removal of the tubing from the pump, the nurse was splashed in the face with chemo medication. The nurse sustained a corneal abrasion. The medication infusion was abraxane. When finished, a saline flush via the secondary was run for 10 - 15 minutes. When the nurse went to remove the cassette from the pump (where the magnet is) it was hard to remove. As the nurse pulled on it, the nurse felt a splash on her cheeks. The nurse immediately washed out her eyes with nss in a syringe, as opposed to hospital protocol of using an eye wash station. The nurse sustained a corneal abrasion in the eye and has started on drops.